Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
The patient's husband contacted the manufacturer to inform that the patient allegedly cut their eye due to "ragged edges" of the contact lens. The alleged cut resulted in surgery. The manufacturer made a reasonable and good faith effort to obtain additional information without results. This event is being reported out of an abundance of caution due to the alleged cut on the eye and that permanent injury is unknown.